Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the device was received and evaluated at the service center. The complaint cannot be confirmed, since no components were found to be broken in 2 or more pieces. The motor was too loud and not running smoothly, therefore it was replaced. The keypad contacts were corroded and the resistance values of the keypad assembly were out of tolerance, therefore the hand control set was replaced. The resistance of the motor cable was out of tolerance, therefore the motor cable was replaced. The drill mounting mechanism and o-rings were defective, therefore were replaced. Fluid contact with the keypad has the potential to cause corrosion of the keypad contacts therefore is a potential root cause for the keypad contacts being corroded. When the keypad contacts are defective, the motor may not function as intended therefore is a potential root cause for the motor issues identified. The drill mounting mechanism may have been damaged due to user mishandling, however given the information provided we cannot discern a definitive root cause for the defects found with the drill mounting mechanism. A manufacturing record evaluation was performed for the finished device serial number, and no non-conformance was identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that their micro tornado handpiece with hand controls needs repair as it was broken. Affiliate mentioned that no more information is available.